Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements, measuring at 123 ohms. The device exhibited an alert for this shock impedance measurements at 125 ohms. This rv lead currently remains in service. No adverse patient effects were reported.